Manufacturer narrative:
After clinical/secondary review of this file performed on june 23, 2021, it was decided to remove patient code generalized illness and add autoimmune disorder per reported fibromyalgia persisted after replacement, add right clinical code capsular contracture as baker grade ii reported, left device problem code discoloration per reported yellow color gel, and add right device problem code foreign matter for reported tan biofilm. Updated list of symptoms: weight issue, muscle pain, ibs, nasal discharge fatigue, fibromyalgia, arthritis, osteoarthritis, inflammation, nerve pain, sleep issue, dizziness, runny nose, blurred vision, disability from work. Skin rashes, brain fog, pain, chest pain, headaches this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). H6 clinical and device problem codes.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that this event was reported to FDA via mw5099987 and manufacturer report number 164531645337-2021-05734 are duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. Complete list of symptoms per information in the duplicate report are inflammation, skin rashes, brain fog, pain, shooting burning tearing chest pain, headaches. Patient also experienced right side device migration. Field b1 is product problem has been selected on this form, and device problem code "migration" has been added under field h6. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the sm mpp gel 800cc breast implant was noted with no apparent damage or visual anomalies. Scar tissue was noted in the picture. No foreign material could be seen. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. There have been a number of studies that have looked at whether having a breast implant is associated with having a typical or defined connective tissue disease. The published studies, taken together, show that breast implants are not significantly associated with a risk of developing a typical or defined connective tissue disease. Independent scientific panels and review groups have also concluded that there is no current evidence to support an association between breast implants and connective tissue disease. Literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes. Having these rheumatological signs and symptoms does not necessarily mean that a patient has a connective tissue disease. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 7, 2022, mentor became aware that the left side device was discarded. Right side device was not received either. If device is received in the future, evaluation will be performed and supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 15, 2022, list of symptoms were updated per clinician's review as breast implant illness, asymmetry, and lipoma. Coding remains the same. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side generalized illness (bii). (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast surgery with unknown gel implants and was presented with unknown side breast implant rupture. It was reported that when removing mentor memory gel implants at an unknown date, the patch on the back has found to be detached from the implant shell. Additional information was received on october 7, 20202, based on which the event description is updated as following: it was reported that a (B)(6) year-old female patient underwent revision reconstruction breast surgery with a 800cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side, and generalized illness of bii symptoms. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On may 26, 2021, mentor became aware that patient is caucasian and did not receive any replacements. It was a removal only surgery. Relevant fields have been updated on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).